Manufacturer narrative:
Literature citation : akihisa yamashita, kenzo shirasawa, tetsuya watanabe. "Relation to the spinal sagittal plane balance and surgical results of balloon kyphoplasty for thoracolumbar osteoporotic vertebral fracture". 2-p49-2. A2. Mean age = 76.5 years. A3. 5 male; 12 female patients. (B)(4).

Event description:
It was reported in an abstract that over a 17 month period a total of 17 patients (male: 5 patients, female 12 patients) underwent bkp to treat osteoporotic vertebral compression fractures. Mean age at the surgery was 76.5 years. Mean follow-up period was 13.3 months. Mean surgical time was 38 minutes, and mean fluoroscopy time was 6.5 minutes. It was reported that 3 cases of cement extravasation were observed. No patient symptoms were reported. The type of cement used was not specified in the abstract.